Manufacturer narrative:
(B)(4).

Event description:
In 2012, a 21mm trifecta valve was implanted. On (B)(6) 2015, the patient presented with dyspnea and a history of increasing gradients. The patient was taken to the cardiac cath lab. A tte revealed aortic dysfunction secondary to stenosis. On (B)(6) 2015 a concomitant CABG and redo avr was performed. A non-sjm mechanical heart valve was implanted. Ex vivo, the trifecta valve's cusps functioned normally. Post-operatively, over the first 24 hours renal dysfunction was detected and on (B)(6) 2015, an af episode was treated with amiodarone. A repeat echo showed increasing gradients - similar to the gradients observed when the trifecta valve was implanted - and normal leaflet function. It was suspected that intraventricular gradients were falsifying the prosthesis gradient.

Manufacturer narrative:
The results of this investigation concluded there was a tear in cusp 1, fibrous pannus ingrowth on the inflow surface of cusps 2 and 3, and a thin layer of fibrin on cusps 1 and 2. There was no evidence of inflammation and gram stains were negative for organisms. No evidence was found to suggest the cause of the pannus, fibrin, and cusp tear was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.